Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter device was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped during the insertion of the blue sheath. The procedure was completed with another nephromax dilatation balloon catheter device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.